Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy, bumpy, skin rash under the back therapy electrodes of the lifevest. The patient also reported that the area was raw and had a burned skin appearance from her scratching. A doctor advised the patient to use cortisone cream, "pepsid", and to clean the lifevest with alcohol. The patient reported that the irritation was fine.